Event description:
The patient was enrolled in the (B)(4) study with an unknown lesion and had four cypher stents implanted; a 3.5 x 23mm cypher stent, a 3.0 x 18mm cypher stent, a 2.75 x 33mm cypher stent and a 2.5 x 8mm cypher stent. Approximately nine months post index procedure the patient died. The cause of death was unknown.

Manufacturer narrative:
This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00487, 3003742446-2011-00488, 3003742446-2011-00489 and 3003742446-2011-00490. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 providing the patient's medical history, gender, age and weight. Additionally, it was noted that the target lesion that was treated during the index procedure was in the mid circumflex and in the left posterior descending artery. The lesions were pre-dilated prior to implanting the stents. The product was not available for analysis. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15173428 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00487, 3003742446-2011-00488, 3003742446-2011-00489 and 3003742446-2011-00490. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient died approximately nine months post index procedure. This is a (B)(6) male with medical history including coronary artery disease, a coronary artery bypass graft (over 10 years ago), chronic systolic heart failure, peripheral vascular disease, and chronic obstructive pulmonary disease and tobacco and alcohol abuse. The indication for the procedure was stable angina. The index target lesion was the mid lcx to left p da. The mid lcx was described as calcified. The mid lcx was 95% stenotic and the left pda was 90% stenotic. The lesions were pre-dilated with cordis and non-cordis balloons. Four cypher stents were implanted; a 3.5 x 23mm cypher stent, a 3.0 x 18mm cypher stent, a 2.75 x 33mm cypher stent and a 2.5 x 8mm cypher stent. It was reported that approximately nine months post index procedure, the patient died. Patient died one day after discharge from a five day hospitalization for acute on chronic systolic congestive heart failure. However, the exact cause of death is, to date, unknown. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00487, 3003742446-2011-00488, 3003742446-2011-00489 and 3003742446-2011-00490.